Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot revealed no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device return attempts has been updated to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a small-bore sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly the first proglide device was successfully pre-placed. With the second and third proglide devices, a cuff miss occurred as the suture was not present when the plunger was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 20f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from no to yes. H6 - type of investigation: code 4114 was removed and code 10 was added.